Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, suction alarms were received, and the pump speed level would not run above p2. Pump positioning was confirmed as adequate through fluoroscopy. It was stated that due to a lesion in the right coronary artery, it was possible that the suction alarms were caused by right ventricle failure. As a result of the patient¿s age and comorbidities, the patient was not eligible for escalation of care to the impella rp. The patient¿s blood pressure was more stable, and the decision was made to remove the impella cp and medically manage the patient. The procedural outcome was the patient survived surgery.